Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device passed the self-test, rewind, basic occlusion, prime and displacement tests. No external ram error alarms noted. The motor position encoder error alarm was confirmed in the history file. Several displayable history failed alarms noted in the alarm history screen due to corrupted history file. The unexpected restart error, excessive no delivery and occlusion tests could not be performed due to motor error alarm. The device also had a scratched display window. The drive support disk was inspected and no anomaly was noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump would not deliver insulin and it would still not work after changing the battery. She stated that she removed the battery for a week and the insulin pump alarmed unexpected restart when inserting the battery. The blood glucose at the time of the incident was unknown. The alarm history showed unexpected restart, displayable history failed on startup, external ram error, motor error, no delivery and motor position encoder error alarms. The customer was unsure if the drive support cap was damaged. She confirmed that the device had gone through the airport scanner a few times. Troubleshooting was not able to resolve the issue. The device was returned for analysis.